Event description:
In 2008, it was reported to boston scientific corp that a achalasia balloon dilatation catheter was used during an endoscopic esophageal dilatation procedure (pt age, gender and weight unk) five days prior. According to the complainant, as the physician was advancing the balloon through the catheter, the catheter "broke." Reportedly, the device was removed and replaced with a second achalasia balloon dilation catheter was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device MFR date is unk since the lot number was not ascertainable from the complainant. The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The may 2008 15-month achalasia balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.